Event description:
Patient was revised to address a dislodged cup. It was reported that the patient had fallen. Update: (B)(4) 2012 - (rec'd by qc (B)(4) 2012) - medical records were received. The revision operative report indicated that the patient had a good deal of wear debris tissue reaction and fluid was encountered.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a dislodged cup. It was reported that the patient had fallen. **update** 2/14/2012 - (recd by (B)(4) 4/23/2012) - medical records were received. The revision operative report indicated that the patient had a good deal of wear debris tissue reaction and fluid was encountered. The complaint was reopened to add the femoral head. Update 01/25/2013 litigation alleged the asr hip was explanted due to pain, weakness, difficulty ambulating, disfigurement, physical impairment and aggravation of a pre-existing condition. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.